Event description:
The customer reported that while the unit was in use on a pt, the up and down arrow keys on the keypad were not operating. The pt was switched to another unit and therapy was continued. No pt injury was reported.